Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit exposed to water leak.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit exposed to water leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10 corrected fields: h6 ( type of investigation, investigation conclusion) the getinge field service engineer (fse) confirmed the reported issue of units exposed to water leak. Replaced motor control board, power management board, top lcd display, video generator board and printer. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation to the failure analysis and testing (fat). These parts were received with a reported failure of water damage. Fat performed a visual inspection and found parts video gen board and pcba, upper display monitor to be in good condition. The rest of the parts had a white residue on them which is consistent with saline. CAPA has been initiated to address this issue. Fat was able to confirm the reported issue of water damage on those parts. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue found. Fat could not verify an issue on this part. The fat installed pcba, upper display monitor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue found. Fat could not verify an issue on this part. The parts was retained in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. The getinge field service engineer (fse) confirmed the reported issue of units exposed to water leak. Replaced motor control board, power management board, top lcd display, video generator board and printer. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation to the failure analysis and testing (fat). These parts were received with a reported failure of water damage. Fat performed a visual inspection and found parts pn 0012-00-1787 and pn 0670-00-0841 to be in good condition. The rest of the parts had a white residue on them which is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Fat was able to confirm the reported issue of water damage on those parts. The fat installed pn 0012-00-1787 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue found. Fat could not verify an issue on this part. The fat installed pn 0670-00-0841 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue found. Fat could not verify an issue on this part. The parts was retained in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not identified.

Event description:
N/a.